Event description:
It was reported that a sahara al expandable interbody was 'malfunctioning' outside the operating room. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen.

Manufacturer narrative:
The device was visually inspected and the teeth used to expand the alif are not touching. The alif cage was functionally inspected and the device will not expand. The drive screw rotates and a faint click can be heard and the screw is pushed back. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this catalog number, no adverse trends were identified. The most likely root cause of the reported event is a user error relating to incorrect expansion or retraction during set preparation.

Event description:
It was reported that a sahara al expandable interbody was 'malfunctioning' outside the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen.